Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a broken screen, and a replacement was arranged after the device serial number was verified and required return procedures were relayed. Symptoms included no reported adverse health effects. Outcomes included continued cgm use with the dexcom app or receiver and instructions to shut down the ilet prior to return. Investigation included collection of device identification and photographs, verification of shipping and return logistics, and confirmation that data would not transfer and that startup would be required on the replacement device. Investigation of this device revealed a hardware screen damage issue consistent with external damage to the display assembly, with no performance assessment possible due to the physical condition of the screen. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.